Event description:
It was reported that during a coronary artery treatment procedure the stent moved on the balloon. The lesion being treated was 90% stenosed with heavy calcification and heavy tortuosity located in the obtuse marginal. The physician was treating the lesion with a 4.0x8mm ion stent, but it would not cross the lesion. Upon removal the physician observed that the stent was not securely on the balloon. They set the device aside and took another of the same size and it was successfully implanted. There were no reported complications and the patient condition was reported as fine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the taxus element/ ion stent delivery system (sds) was received. The stent was not present on the sds or in the returned packaging. There was dried blood on the balloon. There were stent strut impressions on the surface of the tightly folded balloon. The stent impressions were centered between the markerbands. There was no damage to the sds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery treatment procedure the stent movd on the balloon.the lesion being treated was 90% stenosed with heavy calcification and heavy tortuosity located in the obtuse marginal. The physician was treating the lesion with a 4.0x8mm ion stent, but it would not cross the lesion. Upon removal the physician observed that the stent was not securely on the balloon. They set the device aside and took another of the same size and it was successfully implanted. There were no reported complications and the patient condition was reported as fine.